Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Pump received with completely broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and cracked reservoir tube. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 400 mg/dl. The customer stated that there is crack on top thread of reservoir and crack lcd screen. The customer stated that the threat of the reservoir broke this weekend and she said she doesn't know how it occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.